Manufacturer narrative:
H.6. Investigation summary: the defect catheter needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract when pushing the safety button "several times" during use. The following information was provided by the initial reporter: "needle would not retract upon pushing the safety button several times."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract when pushing the safety button "several times" during use. The following information was provided by the initial reporter: "needle would not retract upon pushing the safety button several times."